Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2006 and subsequently expired in (B)(6) 2006 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated MDR #1225714-2014-03072, 03073, and 03075.